Event description:
It was reported that during a procedure, the physician noticed a char at the distal end of the catheter. There were no problems during the procedure, no temperature raised, and impedance was stable, no errors were displayed. The ablation settings were: time 900 sec; power 25w, impedance settings: maximum cut off 250 ohm; minimum cut off 50 ohm. Irrigation settings: high flow 8 to 15ml; low flow 2ml; pre-rf 2sec; post-rf 2sec; low fluid warning 200ml. Multiple attempts were done to request for further details of the event. However no additional information has been provided.

Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to smart touch bidirectional approved under p030031/s053. (B)(4).

Manufacturer narrative:
Manufacturer ref # (B)(4) it was reported that after the procedure the physician realized charring at the distal end of the catheter. The returned device was visually inspected upon receipt and a small amount of reddish brown material was found on the distal end. Per this condition, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. In addition, an irrigation test was performed and catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Catheter pass specifications, however the root cause of the char remains unknown.

Manufacturer narrative:
The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer ref # (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer ref #(B)(4).